Event description:
It was reported that a physician attempted to deploy a fox pta catheter at unk atms, and the balloon burst and fragmented in the vessel. The physician was concerned that some of the material may have gone into the body. The radiopaque marker also appeared to be damaged. The brachial artery became completely blocked; however, the physician managed to get a line thru the blockage. There was 99% stenosis. The pt required unk medical intervention. The pt's status is unk. No add'l info is available.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. There was no lot info. We were not able to perform device history record review in this case.